Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. The sheath did not deflect in one direction due to the pull ring being pulled out of position and the detachment of one of the pull wires from the pull ring at the distal end of the sheath. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified.

Event description:
This report is to advise of a displacement of the pull ring at the distal end of the sheath. During the pfa/af procedure, two veins had been isolation when deflection stopped while attempting to access the right inferior pulmonary vein. Due to supply difficulties with volt catheters, the catheter was replaced with a tacticath catheter and the agilis 13f was replaced with a sheath to go with the tacticath. The remaining two veins were isolated and the procedure was completed with no adverse patient consequences.